Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 events were reported for this quarter. 4 devices were received for evaluation. 3 devices were available for evaluation but has not yet been received. 2 events were confirmed during testing. 2 devices were found to be affected by corrosion. 2 events were not confirmed during testing; the device was found to be within specifications. 2 devices were returned to the user facility unrepaired. 2 devices were not repairable and not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 3 events had no information available from the facility regarding patient involvement or patient impact. 1 event had patient involvement; no patient impact.